Manufacturer narrative:
Device analysis conclusion: the oad was received at csi for analysis. Visual examination revealed a kink in the oad near the tip of the driveshaft. The damage prevented a test wire from passing through the driveshaft. The root cause of the kinked driveshaft remains undetermined. Review of the data log did not identify any stalls or other events that would have contributed to the reported events. The observed kink may have contributed to the reported events; however this could not be confirmed through analysis. As the guidewire was not returned for analysis, it could not be determined if it was damaged or contributed to the reported complaint. The oad functioned as intended during functional testing. At the conclusion of the device analysis investigation, the report that the crown jumped and was difficult to maneuver over the wire could not be confirmed through analysis. Likewise, the root cause of the reported st elevation could not be confirmed through analysis findings. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
The crown of the diamondback gen 2 coronary orbital atherectomy device (oad) jumped during treatment of a calcified lesion in the straight segment of the mid left anterior descending artery. The oad was then difficult to maneuver over the wire. Glideassist was not used. A second oad was opened to continue the procedure, but the physician decided to discontinue oa due to slight st elevation, which was likely due to plaque shift and was treated with adenosine. The procedure was completed with angioplasty and stent placement.